Event description:
Tube feeding pump alarming continuously. Changed out actual pump, but still alarming. Changed out the actual tubing, still alarming. Device in patients nj (nasojejunal) flushes perfectly. Changed out tube feeding tubing again, and now it all works. Possibly defective lot of tubing.